Manufacturer narrative:
(B)(4). The lead is expected to be returned for testing. This product issue will be updated when additional information is received.

Manufacturer narrative:
(B)(4). As of today, the lead has not been returned for testing. This product issue will be re-evaluated if additonal information is received.

Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) had dislodged years earlier. The physician attempted to reposition the lead without success. Therefore, the lead was explanted and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.